Event description:
The consumer's daughter alleges she found her mother lying on the floor next to her walker. The consumer allegedly sustained a blood clot near her clavicle that caused her arm not to drain fluids properly and swell.

Manufacturer narrative:
Manufacturer spoke to the consumer's daughter. The daughter states the consumer was taking coumadin at the time of the alleged incident and reports her mother was transgressing into her bedroom and that is where she found her lying on the floor next to her walker later that day. The consumer did not go to the hospital the day of the alleged incident. The consumer was admitted to the hospital when her arm started to swell. Device has not been returned for inspection unclear if user fell on the device and its unclear of the nature of the area she transgressed at the time. MDR filed based on initial injury claim.